Event description:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilisation. In 2011, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 48-year-old female patient who had essure inserted for female sterilisation. In 2011, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2022: quality safety evaluaton of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, obesity (bmt 27.649), live birth (2), menopausal, pelvic pain, brain fog, back pain and amenorrhoea (menses stopped for 7-8 months.). The patient had a family history of heart disease, unspecified. In 2011, the patient had essure inserted. On (B)(6) 2021, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.649 kg/sqm. [Pathology test] on (B)(6) 2021: clinical information: order diagnosis: encounter for reversal of previous sterilization. Diagnosis: bilateral fallopian tubes (bilateral salpingectomy): bilateral fallopian tubes: plica fibrosis; benign para tubal cyst. Essure coils (x2, gross diagnosis). Gross description: received fresh, the specimen is labeled "bilateral fallopian tubes with essure coils" and consists of 2 pink-tan, fimbriated fallopian tubes measuring 9.0 cm in length by 0.8 cm in diameter and 10.2 cm in length by 0.5 cm in diameter. Projecting from the fundic end of the shorter fallopian tube is a segment of essure coil measuring 0.6 cm in length by 0.1 cm in diameter. On sectioning, the other essure coil is identified in the lumen of the fallopian tube. [Ultrasound scan vagina] on (B)(6) 2020: solitary small uterine leiomyoma without associated cavitary distortion of the endometrium. Essure implants in good position within the uterus/fallopian tubes. No sonographic evidence of ovarian cysts, abnormal ovarian/adnexal masses, or of pelvic intraperitoneal fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical record received. Reporter added, medical history and lab test (surgical pathology report) added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.